Event description:
It was reported that during pre-cardiopulmonary bypass procedure, the air bubble detector was alarming when there was no air in the system. As a result, an alternate device was employed. There was a delay of approximately three to four minutes. The surgical procedure was completed successfully with no blood loss or no adverse consequences to the patient.